Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that luer lock cap was not secured to a non bd extension set which disconnected and leaked when connected to IV tubing. There was no report of patient harm. The event occurred in the cancer clinic.